Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the lens was torn during insertion. The lens was removed and replaced without any patient incident.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that the optic had been torn in several places. There was evidence of a clear surgical residue. Conclusion (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.